Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was replaced on 2018-sep-04. The pump would not be returned.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (1000mcg/ml, 120mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The pump reached end of life (reported as drp; elective replacement indicator (eri)) on (B)(6) 2018 (pump implanted in 2011). The physician and surgeon did not remember "that the pump had to be replaced before the indicated date." Pump replacement was planned for (B)(6) 2018. The physician wanted to refill the pump with baclofen to make sure there will be enough until the normal use pump replacement. Upon interrogation, it was indicated the eri was (B)(6) 2018. The patient indicated the pump alarm occurred for the past two weeks. During the refill, the expected reservoir volume (erv) was 5,9ml and the expected reservoir volume (erv) was 5,0ml. The patient did not experience symptom return. The pump was refilled with 10ml of baclofen, but the physician was unable to update the pump. The message "arrêt pompe peut être sup. à bloc. Tube" was seen in the pump logs (interpreted as stopped pump period may exceed tube set). The cause for the inability to interrogate the pump was not determined. There were no known environmental/external/patient factors that may have led or contributed to the issue. No motor stalls were seen in the logs. The pump was not intentionally stopped and not restarted. Furthermore, no incomplete telemetry occurred. There was no diagnostics/troubleshooting performed. The physician believed the patient was still receiving baclofen. The physician would contacted the surgeon to see if the pump could be replaced earlier, but the previously scheduled replacement date of (B)(6) 2018 would remain. The patient was given oral baclofen in case of symptom return. It was reviewed with the patient's family that they would have to come back if the patient did not feel well. The issue was considered on going. The pump remained implanted and in service. No further actions/interventions were taken. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: device code (B)(4) does not apply to the event. If information is provided in the future, a supplemental report will be issued.